Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additional information: ¿injection of product lead to immediate blanching + bruising.¿ treatment is noted as "hylenex 1 vial." Event has resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient ¿had an occlusion in the lip, and [the hcp] resolved it. But they're curious to know your experience with the healing process, and the phases of bruises" after the patient was injected with juvederm ultra. No other information provided.